Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), while torquing an implant during inital placement, there was a malfunction with the key. The implant was removed. No adverse patient consequences were reported.